Event description:
Called to the operating room (or) to test the vagus nerve stimulator (vns) equipment. Generator model 103 with serial number (B)(4) and lead model 304 was tested and high impedence was reported. Device disconnected from lead and the generator was tested with the pin and still high impendence was obtained. New generator model 103 with serial number (B)(4) was tested and the patient information was programmed prior to placement by neurosurgery. After placement lead test was performed, heart rate ranged from 93 to 87 during the lead test. No bradycardia was noted and the lead test was ok.